Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer's blood glucose was unknown. Whenever customer insert to blue transfer guard to get insulin she notice a piece of clear plastic inside the reservoir, she went ahead and return the insulin back to the vial and then the plastic piece was no longer there, she tried again to get insulin and there was the plastic piece again, she get another reservoir and this time whenever she remove the blue transfer guard she was getting air bubbles, when she get the insulin from the vial no air bubbles but when she tried to remove the blue transfer guard it give her air bubbles. The reservoir will be returned for analysis.